Event description:
Medtronic received information regarding a navigation system being used during a thoracic fusion procedure. It was reported that while in surgery the team noticed the probe was bent. There was no impact on patient outcome and the issue caused no delay. The suspected cause of the event was the probe was likely bent in sterile processing or handling of the instruments.

Manufacturer narrative:
H3, h6) the returned probe was slightly bent at the tip. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.